Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent and high fever. On an unknown date, the patient was treated with unknown antibiotics (last dose was two days after receipt of this report). The cause of the peritonitis was unknown. The patient was discharged two days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).